Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose value was 400 mg/dl at the time. The customer's father was assisted with troubleshooting; however could not continue as the customer was not available. They were advised to revert to back up plan. The device will not be returned for analysis.